Event description:
It was reported that during a ptca procedure, the tip of the wire broke inside another manufacturer's radiation catheter during advancement. The tip of the wire was removed with a snare. During removal some vessel damage occurred and another manufacturer's stent was placed to repair the damage. Patient status is listed as "okay".